Event description:
A healthcare professional reported that they noticed residue on the intraocular lenses (iols) intraoperatively which disappeared postoperatively in multiple patients. There was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).